Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6)2018. It was reported that the site indicated the flipped pump was attributed to weight loss.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving hydromorphone (2.2 mg/ml at 2.0900 mg/day), bupivacaine (7.9 mg/ml at 7.5048 mg/day) and fentanyl (2000.0 mcg/ml at 1900.0 mcg/day) via an implanted pump. The indication for use was spinal pain. It was reported the patient had an it pump with an increase in pain, on (B)(6) 2018, and therefore a catheter dye study was performed to ensure the integrity and functionality of the it pump. The catheter dye study was performed on (B)(6) 2018 and the results were normal. On (B)(6) 2018, the patient's left abdominal pump site was uncomfortable due to a recent weight loss. The patient was complaining of chronic discomfort at the left abdominal pocket site with flipping and rotation of the pump. The pump was repositioned, on (B)(6) 2018, and the pump was moved from the left abdominal pocket to the left upper buttock pocket. It was noted the catheter was revised using a second pump segment. The device diagnosis was pump inversion and the clinical diagnosis was increased discomfort at left abdominal pocket site. It was indicated the event was possibly related to the device or therapy and unlikely related to the implant procedure. The issue resolved without sequelae on (B)(6) 2018. The patient's weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-jul-31. It was reported that the event was unresolved with no further interventions planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.